Event description:
On (B)(6) 2025, a patient (pt) in south korea reported blurriness in both eyes (ou) immediately upon insertion of acuvue® oasys® brand contact lenses (cls) on (B)(6) 2025. The pt removed the cls "right away" and the blurriness persisted. The pt thought that if wearing lenses from other cartons, the "eyes might get better." The pt purchased new cartons for the ou. Blurriness was experienced again upon insertion and persisted upon removal. The pt visited an eye clinic today ((B)(6) 2025) due to the persisting blurriness and was diagnosed with keratitis. The pt was prescribed "cravit eye drops 1.5% (once every two hours) and hyalsan ophthalmic solution (as often as possible)." The pt "doesn't know exactly if the lens that caused keratitis was lenses from newly bought ones or from previous ones." The pt was asked to visit the eye clinic again on (B)(6) 2025 and will request the medical reports from the visits. On (B)(6) 2025, the pt provided additional information. The pt will visit the eye clinic on (B)(6) 2025 and "might share all the medical documents including medical note." The pt is unsure whether the keratitis is bacterial or not. On (B)(6) 2025, the pt sent an email advising "I will send the hospital, receipt, and pharmacy receipt after the treatment." The pt was called and was asked the current eye condition, "but didn't answer." The pt has not visited the eye clinic and has "not decided when to visit." No additional medical information has been received. This unconfirmed ou keratitis is being reported as the pt¿s diagnosis and treatment could not be verified with the treating eye clinic. The pt provided the lot numbers for the cartons referenced above. As the pt was not sure which cls contributed to the event, the ou lot numbers are being reported as unknown. This report is for the pt¿s right eye (od) event. A separate report will be submitted for the pt¿s left eye (os) event. A comprehensive review of the manufacturing records for the provided lot numbers l0074f1 and l006v7h was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The od suspect cls were discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.